Event description:
(B)(6) reported one screw could not be removed. The implantation was held on (B)(6) 2008 with a locking compression plate for the proximal femoral bone. On (B)(6) 2008, partial weight bearing started. On (B)(6) 2008 full weight bearing started. Removal of the plate was on (B)(6) 2009. The surgeon could not remove the plate smoothly. The driver hex. Hole was damaged. The surgeon used the removal kit to take the broken screw off, but could not. Finally he removed the plate but the shaft of the locking screw was left in the bone.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.